Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER after receiving multiple inappropriate therapies for supraventricular tachycardia. It was noted that patient underwent an unrelated procedure, which patient had withheld meds. Programming change was made and the patient was administered meds and electrolytes. No further issues were reported.